Event description:
Procedure type: lap nephrectomy. According to the reporter: balloon of the port failed to inflate during a lap nephrectomy, therefore unable to stabilise the port within the patient. A new port was opened to complete the case. Patient outcome: successful case; a new port opened.

Manufacturer narrative:
(B)(4).